Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. Additionally, oversensed noisy signals were observed. Technical services (ts) reviewed the device data and noted pacing impedance measurements greater than 3000 ohms, along with oversensing noise stored in atrial tachy response (atr) episodes. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. Additionally, oversensed noisy signals were observed. Technical services (ts) reviewed the device data and noted pacing impedance measurements greater than 3000 ohms, along with oversensing noise stored in atrial tachy response (atr) episodes. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited potential loss of capture (loc) on the right ventricular (rv) channel. It was noted that the rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker recorded signal artifact monitor (sam) episodes were oversensing and noise was observed. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5: describe event or problem, section b.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. Additionally, oversensed noisy signals were observed. Technical services (ts) reviewed the device data and noted pacing impedance measurements greater than 3000 ohms, along with oversensing noise stored in atrial tachy response (atr) episodes. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited potential loss of capture (loc) on the right ventricular (rv) channel. It was noted that the rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 3 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. Additionally, oversensed noisy signals were observed. Technical services (ts) reviewed the device data and noted pacing impedance measurements greater than 3000 ohms, along with oversensing noise stored in atrial tachy response (atr) episodes. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker exhibited potential loss of capture (loc) on the right ventricular (rv) channel. It was noted that the rv lead was a non-boston scientific product. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker recorded signal artifact monitor (sam) episodes were oversensing and noise was observed. No adverse patient effects were reported. This pacemaker remains in service.